Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window. No crack on lcd window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had scratches on the screen and it was possibly cracked. She didn't know her blood glucose. She was unaware how damage on the device occurred. She also mentioned she had a hard time reading the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.